Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause was intermittent pins on the j1002bb connectors on the ca board. The intermittent connection was likely caused by debris in the j1002bb connector, which interrupted communication. The root cause for the debris could not be positively identified. No adverse event resulted form the defective monitor. The last pt to use this monitor did not report any problems.

Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), the monitor failed the pulse test. The last pt to use this monitor did not report any problems.